Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Additional information: a medtronic representative reported that the alleged inaccuracy was less than 2mm. The rep helped the users with their tracing pattern and the issue was resolved. They were pushing too hard when they did the tracer registration. The software investigation found that the reported event was unrelated to a software issue. The users' registration technique was pushing too deep into patient skin. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
Patient weight not made available from the site. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, approximately half-way through an ear, nose and throat (ent) procedure, the surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.